Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported by the customer'd father, that the customer had differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 93, blood glucose reading 274mg/dl. It was also stated that the customer had issues with bent cannulas. No additional information was provided.

Manufacturer narrative:
Inspected three opened/used enlite sensors and performed bicarbonate buffer test per. All 3 sensors passed per specification with accurate readings. Also found 3 cannula bent. Unable to confirm if customer received sensor in said condition due to customer returning them opened/used.